Event description:
The customer reported that following a diagnostic catheterization in 2002, a vasoseal device was deployed. Prior to the catheterization procedure, the pt had been transferred from another hospital with chest pain and had a myocardial infarction. The pt was started on full medical therapy and integrillin, heparin, and plavix. All medical therapy was halted by 8:00 am prior to the catheterization procedure which took placed at approx 2:00 pm the same day. The same evening the pt had hypotension and complained of pain in the right quadrant area. A CT scan was performed which confirmed a large retroperitoneal bleed. The pt was transfused and watched. The pt coded the following morning and was immediately taken to surgery where the surgeon performed an exploration of the retroperitoneal bleed and found that the site of the bleeding was at the external iliac artery approximately 3-4cm above the inguinal ligament. The artery was repaired and the pt was taken to ccu. Later the pt expired.